Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿black foreign matter¿ was found in a bd microtainer® tube with microgard¿ closure and clot activator/sst¿ gel. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter in the gel with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, foreign matter was also observed in the gel of some of the tubes inspected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples and retains, the customer¿s indicated failure mode for foreign matter in the gel with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.